Event description:
It was reported that device won't turn on. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A manufacturing device history record (DHR) review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked top case both front lower corners, cracked right plunger case on the side and bottom case at left bracket area. Left plunger case has glue in screw inserts applied by the customer. Customer?s reported issue was not duplicated device was able to turn on. The root cause of the reported issue was determined to have been causes by the customer not charging the battery. No physical damaged or contamination was found on the main board. Actions taken to mitigate the reported issue: replaced battery. Performed power up process and all functional tests which passed.